Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet, and indicated a loose/detached set screw. The returned device found a set screw with a rounded socket.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was implanted, and leads parameters were measured okay during procedure. Approximately one day post implant check up revealed unacceptable values of non medtronic lead impedance for both pacing and high voltage. Decision was made to revise the pocket of ICD. During the revision procedure lead parameters were checked via analyzer and parameters were okay, ICD again was connected to the lead. The following day, interrogation showed high impedance values. It was reported that ICD setscrew problem occurred. The physician decided to change the ICD, and lead parameters measured during replacement procedure, and upon patient discharge showed appropriate parameters. No patient complications have been reported as a result of this event.